Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when a patient presented in-clinic for routine follow-up. Upon interrogation, the device was found in backup vvi mode. A device download was performed to restore device functions but a communication issue with the device was noted. It was difficult to communicate with the device. Device replacement is anticipated but no intervention has been performed. No further information is available at this time.